Event description:
It was reported while testing with bd totalys multiprocessor, the centrifuge lid was free-falling due to springs being worn out. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - complaint reports centrifuge lid issues on multiprocessor (catalog number 443327) serial number (B)(6). Complaint alleges instrument centrifuge gas springs can no longer support the weight of the lid. Service replaced the centrifuge lid gas springs, performed a functional test; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd totalys multiprocessor, the centrifuge lid was free-falling due to springs being worn out. There were no health impact or consequences reported.